Manufacturer narrative:
The oad was returned to csi. Analysis revealed a hole in the saline sheath located 37cm from the nosecone. A pressurized test confirmed fluid leaking at the damage site. The root cause was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Following treatment and removal of the stealth 360 peripheral orbital atherectomy device (oad), leaking fluid was observed at the oad sheath. A new oad was used to complete the procedure.

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).